Manufacturer narrative:
Device evaluation: the customer reported a piece of the line fell off, and returned one sample of material unknown, lot unknown. Upon initial visual examination, the set verified the complaint of separation from the smart site. The tubing was examined under a microscope, and insufficient solvent was found. Traceability for potential lots was able to be performed with components within the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by verifying all solvent dispenser have rubber in the base to stabilize it and also to detect possible production tables with opportunities. In addition, a quality alert was issued jan. 29th, 2026 to reinforce with personnel the correct assembly method.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
We experienced an issue where a piece of the line with taxol fell off causing a backflow of blood and a chemo spill earlier today. Additional information: patient experienced large spill on her clothing, treatment disrupted, staff exposed to aerosolized chemotherapy agent. Was there a delay of, or change in, the course of treatment due to the event? Yes, there was a delay in care due to this issue, patient lost a significant amount of the dose.